Event description:
Pt ordered prescription focus toric contact lenses from mail order co. They sent pt contact lenses that were labeled correctly per the prescription but contained the wrong lenses. Reported multiple times. Distributor re-sent same lot #.